Event description:
A customer contacted (B)(4) regarding a system error (se) 2240 alarm on the homechoice (hc) unit during dwell 3/5. The hp stated he was connected at the time of the alarm and had not disconnected any time prior to the alarm. The hp stated all bags were properly spiked and connected and there were no patient extension lines in use. The hp confirmed there were no open clamps on unused supply lines and there was nothing unusual noted about the supplies. The technical service representative (tsr) explained the alarm and advised the hp to close the transfer set. The tsr further advised the hp to cycle power. The tsr also advised the hp to contact the peritoneal dialysis nurse (pdrn). The hp confirmed to finish therapy manually or with new supplies. On (B)(6) 2010 (B)(4) contacted the hp's nurse who stated the hp was doing fine and was able to continue therapy okay. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240 (air in set). The report was not confirmed due to a lack of sample; however, based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).